Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer reported moisture underneath the screen after it was submerged in water. Nothing further was reported.